Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable hba1c iii tina-quant hemoglobin a1c iii (hemoglobin a1c) gen 3 results for qc material and patient samples. When they started to use this assay in august, they saw a low qc bias, so they sent samples to another laboratory that used a cobas analyzer and the hemoglobin a1c gen 2 assay for correlation testing. The low bias was also seen with this correlation. Of the data provided for 15 patient samples, only the results for two samples were discrepant. Patient 1 initial result was 12.1% and the repeat result from the other laboratory was 13.2%. Patient 2 initial result was 5.2% and the repeat result from the other laboratory was 5.8%. This patient was a 37 year old female. The erroneous results were reported outside the laboratory. The repeat results were believed to be correct, but no corrected reports were issued. The patients were not adversely affected. The reagent lot number was 12524301 with an expiration date of 09/30/2017. The field service representative examined the analyzer and checked the physical adjustments for fluidic pressures and volume dispense. He performed precision, accuracy, and diagnostic checks which all passed. The customer ran calibration and quality control which all passed. Frequent calibration failures were noted in the provided data. Upon follow up with the customer, no issues with calibrations could be duplicated and the customer stated the issue resolved on its own without further troubleshooting.

Manufacturer narrative:
The reagent lot in question was investigated with four calibrator lots including lot 183640 that was used by the customer, qc material, secondary reference material, and proficiency samples. All recoveries were within specifications and there was no indication of a product problem. Further investigation found the issue was due to the hardware problems found during the service visit.